Event description:
The pt was implanted with a synergy implantable pulse generator in 2001 for the treatment of failed back surgery syndrome. The pt reported surging of the spinal cord system (scs) while passing through the department store security system. Unable to reach healthcare professional for further info on the status of the pt despite numerous attempts. Physician and hosp staff manual for the synergy ipg states "instruct patients to do the following when approaching or passing through a theft detector or screening device. 1. Show the medtronic patient identification card to security personnel, ask to have the theft detector/screening device turned off or ask to bypass the theft detector/screening device. 2. If step 1 is not possible and passing through the theft detector/screening device is unavoidable, reduce the amplitude of the ipg to the minimum and turn the ipg off. 3. Approach the theft detector/screening device slowly. If any stimulation is felt, back out of the theft detector/screening device immediately without changing body position. If no stimulation is felt at the center of the theft detector/screening device is reached, move quickly through to the other side."